Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed. The reported difficulty removing the guide wire was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified de novo mid superficial femoral artery. A 4.0 x 40 mm armada 35 balloon was used for pre-dilatation and was inflated twice at 6 atmospheres. The device did not meet any resistance during advancement. However, the balloon became stuck on an unspecified guide wire and was unable to be removed from it after it was deflated. The balloon catheter was then simply removed with the guide wire as a single unit from the anatomy to successfully complete the procedure. No further treatment was performed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.